Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that during a software upgrade, a message appeared on the defibrillator screen stating "power cpld (complex programmable logic device) installation failed. All clinical functionality has been disabled device must be returned for service¿. There was no reported patient involvement.